Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-04. H6: investigation summary: customer returned (2) open 4mm, 32g pen needles without the tear drop label. Customer states that there is no insulin flow when priming. Both returned pen needles were examined and one sample exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. The remaining sample was able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure (bent non patient end of the cannula). Root cause is user related. The non patient end of the cannula bent during use of the product by the customer.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box 1200 us was unable to deliver insulin. The following information was provided by the initial reporter: it was reported that needles are bending when taking injection, and no insulin flow when priming.   Verbatim: consumer reported, needles are bending when taking injection. Stated, no insulin flow when priming. Stated, does prime. Stated, she did not know which pen needle she was using by bd because the pharmacist will give her anything. Calling back with product information.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box 1200 us was unable to deliver insulin. The following information was provided by the initial reporter: it was reported that needles are bending when taking injection, and no insulin flow when priming.   Verbatim: consumer reported, needles are bending when taking injection. Stated, no insulin flow when priming. Stated, does prime. Stated, she did not know which pen needle she was using by bd because the pharmacist will give her anything. Calling back with product information.